Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that unknown particulate observed in the bag, upon further inspection the particle appears to be parent material. The complaint of foreign object inside the soft bag can be confirmed. The probable cause of the particulates is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there is a black foreign object inside the soft bag. The issue was discovered during priming. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.